Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7092598, UDI: (B)(4).

Event description:
It was reported that the patient's battery site was bleeding, red, oozing pus, and had clear drainage. The physician believed it was device and procedure related. No device malfunction was suspected. Patient was placed on antibiotics, and it did not clear the drainage or infection. The patient underwent an ipg explant procedure, the pocket was washed out, and the lead was coiled in the incision. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients battery site was bleeding, red, oozing pus, and had clear drainage. The physician believed it was device and procedure related. No device malfunction was suspected. Patient was placed on antibiotics, and it did not clear the drainage or infection. The patient underwent an ipg explant procedure, the pocket was washed out, and the lead was coiled in the incision. The explanted ipg will not be returned per hospital policy and patient was doing well postoperatively.